Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with high-grade lumbar stenosis and underwent following procedures: l3-l4 decompression with laminotomy and minimal facetectomy. L4-l5 decompression with laminotomy and minimal facetectomy. Placement of aspen interspinous device l3-l4. Placement of aspen interspinous device l4-l5. Posterior lumbar fusion with autologous bone, l3-l4. Posterior lumbar fusion with placement with autologous bone, l3-l4. Harvesting of nonstructural autograft. Intraoperative fluoroscopy x1 hour. As per op-notes,¿ autologous bone was placed in the device after the interspinous area was decorticated for fusion. Bmp was also added to this as supplement. Similarly sequential distraction took place at l4-l5. Autologous bone was placed in the cage once the 10 mm cage was placed and secured and torqued into place. Hemostasis was verified. Bmp was also added to this.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.